Event description:
The user facility reported that a nurse reported that at the one-hour mark, when she went to remove the air post-left heart coronary catheterization, she found that the involved tr band balloons had already deflated. Out of curiosity, she tried to refill the band with air after removing it from the patient and discovered a slow leak. There was no blood loss. The reported event did not result in patient injury or require medical or surgical intervention. There is no direct allegation that the reported device caused or contributed to patient injury or the need for medical intervention. Additional information was received on 29 aug 2024: when the tr band was applied, 15ml of air was injected. No additional devices were used at the access site. The patient is stable. The tr band was noted to have no air in it one-hour post-procedure, just as the nurse was about to start removing air from the band. The tr band was left on the patient uninflated and removed two hours after the initial application. The sample is infectious.

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).